Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance (electrical board). After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly. No blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had switch off suddenly for several times. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had power error detected alarm for more than three times in history. Customer confirmed that she was able to rewind and she was not aware for the alarm. Customer was advised to stop using the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.